Manufacturer narrative:
(B)(4). It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® tri-lobe balloon catheter (tri-lobe), gore® dryseal flex introducer sheath (dsf2433) and gore® tag® conformable thoracic stent graft with active control system for descending aortic aneurysm. When a stiff guide wire was inserted into the tri-lobe, the guide wire protruded near the root of the balloon. No resistance was reported. The tri-lobe was not used, and a new tri-lobe was used to continue the procedure. After stent graft deployment, access angiography was performed when the dsf2433 was removed. It was reported that no dissection or injury was confirmed by the angiography. During the wound closure, it was noted that the intima of the right femoral artery was damaged. Surgical repair was performed from the right femoral artery puncture site to the external iliac artery. The patient tolerated the procedure. The physician stated as follows: since there was resistance from the time of sheath insertion, it is possible that the intima was damaged during insertion or withdrawal.